Event description:
Nuss procedure for funnel chest. According to the reporter: the device was used for hemostasis without trocar. After firing, the instrument broke off into cavity. A portion of the broken component was not found. Patient was x-rayed and nothing was found. The representative reports, that the broken part is probably the bar for holding jaws which is about 1.5mm in length. Under 200cc bleeding occurred. No further report was received.

Manufacturer narrative:
Initial report submitted: january 21, 2008.